Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-1408, headed reamer 8mm, cannulated, batch number 128485-2, was received for investigation and upon visual inspection, it was observed that the cutting edge on the distal end is damaged (see evaluation pictures 3 - 5). Functional testing was not performed due to the damage of the device. No fragments were returned for evaluation. The observed condition is typically caused by applying excessive forces.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the arthroscopy, the device became dull. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.